Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an incorrect syringe reading was not determined because no products or device logs were returned.

Event description:
It was reported clinicians described loading a bd 1ml syringe into the bd alaris syringe module. The module recognized the syringe as a bd 3ml and the selection for the 1ml option did not appear in the syringe list. Clinician stated it does not happen all the time and sometimes it happens intermittently on the same bd alaris syringe module. Module was not sequestered and not available for investigation. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported clinicians described loading a bd 1ml syringe into the bd alaris syringe module. The module recognized the syringe as a bd 3ml and the selection for the 1ml option did not appear in the syringe list. Clinician stated it does not happen all the time and sometimes it happens intermittently on the same bd alaris syringe module. Module was not sequestered and not available for investigation. There was patient involvement, but no harm.